Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip of the device had fractured from the shaft. There are impact marks on the strike plate, the guard and the shaft. The inserter was submitted for further analysis. Analysis determined bending overload mode of failure. The complaint was confirmed based on the returned device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure while implanting the stem into femoral canal, the tip of the inserter handle broke off inside the implant. It was decided by the surgeon to leave the fractured instrument piece inside the implant that was used to the complete the procedure. It was reported that no further information is available.